Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 5 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "doesnt fill to fill line."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m underfilled. The following information was provided by the initial reporter: "doesnt fill to fill line".